Manufacturer narrative:
(B)(4). The oxygen sensor was replaced, which resolved the reported issue.

Event description:
Report received that, during patient use, the oxygen sensor readings were high. The patient was removed from the ventilator. There was no change or delay in patient therapy or treatment. No harm to the patient reported.